Event description:
The hospital reported a pt's colon was perforated when an endoscope froze in a retroflexed position during a procedure. The procedure was not completed. The pt was taken to another hospital to repair the perforation. The pt is reportedly fine.